Event description:
The facility reports the resident was in the lift chair, strapped in, and the chair was raised. The resident repositioned themselves and the lift fell forward. The resident suffered a large bruise on their inner left thigh.